Event description:
Follow-up information revealed the patient's ipg had also tilted. As such, the patient underwent surgical intervention on (B)(6) 2017. The physician and the patient elected to have the ipg explanted and replaced. The new ipg was also relocated. Reportedly, the issue resolved following the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the ipg pocket site due to weight loss. The patient stated the ipg also feels superficial. Subsequently, the patient will undergo surgical intervention to address the issue.